Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 1.3 mmol/l. Patient's current blood glucose 8.2 mmol/l. Patient has been experiencing low blood glucose for 5 minutes. Patient has treated with glucose tablets. Customer¿s blood glucose level was 1.3 mmol/l at the time of the call. Customer stated that the drive support cap was normal. The product was not returned for analysis.